Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with inlet tube and sample port connector. Visual inspection of the sample noted drainage bag was filled with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the bag outlet device open and closed as intended. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the plastic cylinder at the bottom of the drain bag released with little to no pressure. It was also stated that normally the lever holds it in but this drain bag did not have a de-tent. As per the follow up via phone on 05may2022, it was reported that the customer did not have the defective drain bag lot number, but they have the sample to return. It was stated that no medical interventions or concerns occurred concerning this event. Per additional information received via sample form on 25may2022, stated that it did not stay in closed position.

Event description:
It was reported that the plastic cylinder at the bottom of the drain bag released with little to no pressure. It was also stated that normally the lever holds it in but this drain bag did not have a de-tent. As per the follow up via phone on (B)(6) 2022, it was reported that the customer did not have the defective drain bag lot number, but they have the sample to return. It was stated that no medical interventions or concerns occurred concerning this event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.